Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was transported to the emergency room (ER) by an ambulance due to hyperglycemia. The patient's blood glucose levels reached 19.6 mmol/l (352.8 mg/dl) while wearing the pod between 4 and 24 hours. Symptoms reported include high blood glucose levels and vomiting. The patient was diagnosed with hyperglycemia, rs virus and stomach flu. The pod was removed from the leg and the patient was treated with insulin and glucose intravenously.

Manufacturer narrative:
Inspection of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin.